Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasion was noted at 7.2-8.0 cm form the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 10.9-12.8cm from the distal tip. The etfe coating was damaged consistent with explant damage.

Event description:
This report is to advise of an event observed during analysis.